Manufacturer narrative:
Insulin pump powered up properly after battery installation. No blank display noted. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. No unexpected failed battery test or battery failed alert noted. Insulin pump was monitored for several hours and no unexpected powering/shut off or blank display noted. No unexpected critical pump error (open book) alarm and pump error 37 alarm noted during testing. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had critical pump error alarm as well ass pump error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump failed displacement test. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. Customer states pump was not exposed to a high magnetic field. The insulin pump will not be returned for analysis.